Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and an ECG issue - no signal carto - no external signal issue occurred. It was reported that during ablation, they lost the ECG signal without any error message. Then suddenly, they lost all the signal in carto and in the ep recording system. They lost ECG signal and intra cardiac signal. It has been reported that this is a recurring issue. They changed the ECG cable but the error persisted. They disconnected all the cable except the ECG cable and patch unit and connected all of them one by one. There was no vizigo but issue has been coming from the piu. The physician did not have any intact external ECG signal available to monitor patient heart rhythm. There was a 15-minute delay. There was no patient consequence. Hardware evaluation details: it was confirmed that the issue was resolved by replacing the faulty backplane card with another one that was delivered to the customer. The issue was resolved. The system is ready for use. Replaced backplane card was sent to the device manufacturer for investigation and repair. The customer complaint "during ablation they lost the ECG " was confirmed. During visual inspection, it was found that there were bent pins at bp connectors j27; j28; j32; j33. Replacing connectors j27; j28; j32; j33 solved the issue. The complaint history of the system was reviewed. A manufacturing record evaluation was performed for the system # (B)(6), and no internal actions related to the reported complaint condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. An internal corrective action has been opened to investigate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and an ECG iissue - no signal carto - no external signal issue occurred. It was reported that during ablation, they lost the ECG signal without any error message. Then suddenly, they lost all the signal in carto and in the ep recording system. They lost ECG signal and intra cardiac signal. It has been reported that this is a recurring issue. They changed the ECG cable but the error persisted. They disconnected all the cable except the ECG cable and patch unit and connected all of them one by one. There was no vizigo but issue has been coming from the piu. The physician did not have any intact external ECG signal available to monitor patient heart rhythm. There was a 15-minute delay. There was no patient consequence. The ECG issue is MDR reportable to the us FDA.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).